Event description:
It was reported to philips that the system could not emit fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed as planned by the same footswitch as it was possible to use by pressing the foot switch several times. The philips field service engineer (fse) inspected the system onsite and could not reproduce the reported issue. After review log file, fse suspected issue with commands from footswitch. The cause of the footswitch failure determines by the supplier's part analysis that functional test did not pass. However, the fse replaced the wired footswitch. After replacement of the wired footswitch, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by re-stepping the footswitch. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.